Manufacturer narrative:
A review of the data provided indicated that the CT value for the initial run is slightly delayed and indicative of a sample near the test's limit of detection (lod). Samples near or below the lod may generate wavering results. Additionally, it is mentioned that the same sample collection was used for the retests, which could have led to the viral concentration being reduced in the sample collection. No product problem identified throughout the entirety of the analysis. No non-conformance related to the customer allegation was identified. Facility name: (B)(6) hospital. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b test (scfa) assay, for use on the cobas® liat® system. The customer reported that the initial sample tested with the cobas® liat® sn (B)(4) (run #1968) was sars-cov-2 positive. Confirmation testing was performed with a thermofisher platform, xpert xpress, cobas® liat® (sn (B)(4), run #350) and cobas® liat® (sn (B)(4), run #1969) were all sars-cov-2 negative. The results were not reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer issue. Per FDA's guidance for eua, one MDR will be filed.